Manufacturer narrative:
The manufacturer did not receive devices, as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is cmp-(B)(4).

Event description:
It was reported that the patient was implanted an anatomical shoulder, glenoid, pegged, cemented, l on (B)(6) 2016. On (B)(6) 2016 mmi independent radiology observed a grade 2 glenoid radiolucency.

Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient had an as glenoid system implanted on (B)(6) 2016. This patient is part of a clinical study on sidus stem-free head. At 6 weeks follow-up, on (B)(6) 2016, grade 2 glenoid radiolucency was observed by (B)(6) radiology. Review of received data: - mdrif form, surgical report of implantation and three x-rays were available for review. On (B)(6) 2016 the patient had a sidus prosthesis implanted in the left arm due to glenohumeral arthritis. A 4 peg glenoid was implanted. Intraoperatively, the rotator cuff was found intact and the glenoid bone quality was found to be poor with some cystic changes and postero-medial erosion. The x-rays dated (B)(6) 2016 show twice the left shoulder in ap projection and axial. A thin radiolucent line is visible at the glenoid interface between bone and cement. Conclusion: surgery indication is correct, intraoperative no abnormality are documented. The x-rays images at 6 weeks follow-up do not show any conspicuousness besides a thin radiolucent line visible at the glenoid interface between bone and cement. However, there is no radiological evidence of implant loosening or failure. According the available information, there is no correlation between implant and reported event. Devices analysis: no product was returned to zimmer biomet for in-depth analysis at the devices are still implanted. Review of product documentation: the implanted components are compatible according to surgical technique. The surgical technique describes the correct implantation of the sidus system. Root cause analysis: root cause determination using dfmea: - aseptic loosening due to wrong radii combination, normal use, overload, wrong positioning. => not possible: the x-rays showed that no implant loosening occurred. The position of the implants is good. - bone fracture, loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone. => not possible: the x-rays showed that no implant loosening occurred. The position of the implants is good. - loosening due to wrong geometry of peg, wrong positioning, insufficient bone. => not possible: the x-rays showed that no implant loosening occurred. The position of the implants is good. - loosening due to wrong geometry of keel, wrong positioning, insufficient bone. => not possible: the x-rays showed that no implant loosening occurred. The position of the implants is good. - bone fracture, loosening due to wrong geometry of uncemented fins, wrong positioning, insufficient bone, wrong size of the rasp. => not possible: the x-rays showed that no implant loosening occurred. The position of the implants is good. - loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone, wrong size of the rasp. => not possible: the x-rays showed that no implant loosening occurred. The position of the implants is good. - loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. => possible: this can not be checked. - septic loosening due to infection due to unsterile implant, resterilization in spite of prohibition (for polymers). => possible: no information received about this point. Conclusion summary: the products were not received for investigation. According to surgical technique the sidus stem-free shoulder is indicated for uncemented use in hemi or total shoulder arthroplasty. The received x-rays images at 6 weeks follow-up do not show any conspicuousness besides a thin radiolucent line is visible at the glenoid interface between bone and cement. However, there is no radiological evidence of implant loosening or failure. According the available information, there is no correlation between implant and reported event. The documents were reviewed by a healthcare professional. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for radiolucency. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).